Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The patient was hospitalised (specific date and duration not reported) and was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site. The device was explanted on (B)(6), 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.